Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had a keypad anomaly; his buttons were stuck and he was unable to scroll or select anything, yet the menu also scrolls without his input. The patient's blood glucose at the time of incident was 66 mg/dl. The customer stated that he took the battery out to stop the menu from scrolling. Troubleshooting was initiated for the keypad anomaly. The customer does not recall any significant events leading to the keypad issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The pump was received with no button response due to corroded keypad traces. No scrolling numbers on display anomaly noted. The pump was received with minor scratches on the display window, and a cracked reservoir tube lip.